Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown synex implant/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; lange et al.(2007) anterior vertebral body replacement with a titanium implant of adjustable height: a prospective clinical study. Eur spine j 16: 161-172. This study was a prospective investigation of the 50 patients who received stabilisations of the thoracic and lumbar spine carried out with the synex titanium vertebral body replacement between feb 10th, 1999 and may 3rd, 2000. The patient group consisted of 21 women and 29 men with an average age of 43.1 (20&#65015;) years at the time of the operation. Out of 50 patients 47 patients were given a combined operation receiving a dorsal internal fixator (uss) with at least one additional cross-link. In remaining 3/50 patients operated upon exclusively from the anterior side, bi-segmental instrumentation was performed using one or two non-synthes plate fixators. In 30/50 patients the synex was employed bis-egmentally, while in 20/50 anterior spinal fusion was carried out mono-segmentally. Complications reported: in a (B)(6) year old male patient with a clear osteoporotic bone, the synex subsided into the neighbouring vertebral body following intraoperative injury to the endplate. With time bony consolidation took place without further operative revision and with no change of position, after infraction of the endplate of the adjacent vertebra with a 2 degree increase in kyphosis by comparison with the time of the accident. This report refers to cage subsidence and increase in kyphosis. This is report 5 of 5 for (B)(4). This report is for an unknown synex implant or unknown uss construct. A copy of the literature article is being submitted with this medwatch.